Event description:
During startup, the customer reported failing plt background specifications and noticed a possible leak under the hmx al instrument. The volume was reported as less than 5 ml and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous patient results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse did not observe an active leak but found the pinch valve from the rbc and wbc baths to the waste was broken. The fse replaced the broken pinch valve 43 (pv43) which may have contributed to the failing background issue reported by the customer. The fse also replaced the rwp (red white platelet) processor card and the rbc bath to resolve the failing plt background reported by the customer. Upon recur, the failure mode identified could potentially cause erroneous patient results for all parameters. The manufacturer reference number for this event is (B)(4).